Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead was capped due to noise and low pacing impedances of less than 200 ohms. The physician thought that there was damage towards the proximal end of the lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was found severed approx. 22 cm distal to theis-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip was not received for analysis. The visual inspection of the returned fragment demonstrated approx. 22 cm distal to the is-1 connector pin a damaged insulation, which can be considered to be the root cause for the issues mentioned in the complaint description. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.